Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter is confirmed; however, the exact cause is unknown. One photograph of a groshong catheter was returned for evaluation. An initial visual observation of the photograph showed a complete break in the catheter shaft. No details of the break site could be discerned in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause of the break. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, the tubing was placed on (B)(6) 2025, and at 10:00 a.m. On (B)(6) 2025, when the patient was replacing the PICC patch, he found that the length of the catheter in the patient's body was 34 cm, which was 1 cm longer than the original length in the body, and he found it difficult to pull out the tubing when he intended to pull out the catheter to a normal length, and he told the parents of the patient that the likelihood of the catheter and the blood vessels adhering to each other was very high in the case of difficulty in pulling out the tubing and he could try to pull out the tubing after the heat therapy, and if he still could not pull out the tubing, surgical intervention should be performed as soon as possible to take out the tubing. If the tubing still cannot be removed, surgical intervention should be performed as soon as possible to remove the tubing. The patient was given infrared treatment as prescribed by the doctor, and after localized heat therapy, the patient tried to pull out the catheter again with the consent of the family, and the catheter loosened and slowly pulled out during the extraction process, and then the catheter fractured at the 30cm point, so he immediately informed the doctor and contacted the department of interventional medicine for a consultation, and observed that there was no blood and fluid seepage from the puncture site of the child, and that the vital signs of the child were stable, and he did not complain of any pain or discomfort. The patient's vital signs were stable, and he did not complain of pain or discomfort. He was instructed to brake the punctured limb and closely observe the patient's vital signs and the puncture site. Vascular catheter ratio >45%. No radiographs were taken to confirm the cause of the difficulty in extubation. Resistance was encountered, and tubing breakage occurred after loose extraction.